Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID# (B)(4).

Event description:
During a procedure with a csi orbital atherectomy device (oad), the viperwire fractured. A 99.9% stenosed, type c target lesion was located in the mid to distal right coronary artery. The artery was tortuous and made advancing the guide wire and oad difficult. The lesion was treated with eight runs on low, and the atherectomy was successful. When the device and viperwire were removed from the patient, the spring tip of the viperwire had been sheared off, and the physician's opinion was the oad crown spun too close to the guide wire spring tip. Attempts were made to snare the fragment with a single loop snare, but the attempts were unsuccessful. The guide wire fragment was pushed into a small branch of the distal right coronary artery, and a stent was placed to trap the tip to prevent migration. The patient was stable following the procedure.

Manufacturer narrative:
The reported guide wire was received at csi for analysis. A visual examination confirmed that the spring tip had been fractured off, and the distal fractured spring tip section was not returned. Scanning electron microscopy was performed and identified evidence of a twisted core wire at the fracture location and torsional stresses on the fractured faces of the core wires. This confirms that the oad crown was spun into the guide wire spring tip, causing the twisted core damage and fracture. The instructions for use (IFU) for the reported device include the following warning "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." At the conclusion of the device analysis investigation, the guide wire fracture event was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).